Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, the physician implanted an embolic device and two pod pcs in the target location. While advancing the next pod pc, the distal tip of the coil became stuck when it was inserted approximately ten centimeters into the hub of the lantern. Therefore, the pod pc was removed. The procedure was completed using two additional pod pcs and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc revealed that the pusher assembly was fractured on its distal end, and the embolization coil was detached from the pusher assembly. If the device is forcefully retracted against resistance, damage such as this may occur. The detached embolization coil was not returned for evaluation. Due to the returned condition, the root cause of the reported complaint could not be determined. Further evaluation revealed pusher assembly kinks throughout its length. This damage was likely incidental to the reported complaint. Evaluation of the returned lantern revealed a minor kink. During functional testing, a demonstration pod coil was advanced through the lantern without an issue. The root cause of the kink could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.